Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown m2a-38 head, unk, unk, unknown m2a-38 cup, unk, unk, unknown stem, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06431, 0001825034 - 2017 - 06430, 0001825034 - 2017 - 06433. Legal document summary notes 6 pseudotumors, 2 alval, and 4 with some symptoms that are unaccounted for within the 58 patient descriptions.

Event description:
It was reported that a patient experienced chronic axonal peripheral neuropathy with sarcopenia following a total hip arthroplasty. Patient was reported to have normal radiographs and acceptable hip performance. Attempts have been made and additional information on the reported event is unavailable.